Event description:
It was found membrane broken at the arterial end, after two minutes treatment during first use. Bfr: 150ml/min; tmp: unk; hdf treatment. No additional info if or how much blood was lost, if any. No medical intervention needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.